Event description:
Report of 2 of 2 received from an international affiliate of a tubing split during power injection occurring within the "last 2 months". General report received of approximately 10 undocumented incidents of unspecified tubing splits during power injection. It was reported that there have been an unspecified number of incidents of splashes with the contrast, omnipaque 300. The splashes did not lead to adverse events. The healthcare professionaql is instructed to wash the affected area after such a splash. There were no reported adverse patient effects. No medical intervention were required. Though requested, no additional information was provided.